Event description:
It was reported that the customer received no delivery alarms. Customer stated he had changed the infusion set and received a no delivery alarm halfway through bolus delivery. Customer's blood glucose was 300 mg/dl. During a fixed prime, insulin exited. Customer was not able to remove his infusion set to examine the cannula. Customer was advised there may have been a possible site related issue, possibly due to a bent cannula or a set or site occlusion. The customer did not have an additional infusion set with which to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.